Manufacturer narrative:
A review of complaint information details the non-union and the cause of the fracture. IFU reviewed indicates that delayed unions or nonunions in the presence of load bearing or weight beraing might eventually cause the implant to break. Under possible adverse effects, number 1 states " nonunion or delayed union, which may lead to breakage of the implant.¿ the review of the deviation history as well as device history records for each part indicates no abnormalities and these parts left biomet control conforming to print specification. No corrective action is required at this time.

Event description:
It was reported patient underwent a hip fracture nailing procedure on (B)(6) 2013. Subsequently, patient underwent a revision procedure to replace the screws on an unknown date due to an unknown reason. Patient was further revised on (B)(6) 2014 due to a fractured affixus nail caused by a nonunion. The nail was removed.